Event description:
It was reported that on (B)(6) 2022, a 23mm navitor valve was selected for implantation using a small flexnav delivery system. The patient was at high risk of vascular complications. During the procedure, heavy calcification, stenosis, and plaque were noted in the right femoral artery. It was also noted that there was difficulty advancing the dry-seal during the pre-balloon aortic valvuloplasty. Advancing the delivery system was relatively smooth, except for a stented segment (bifurcation of the abdomen and iliac). The valve was successfully implanted within the patient. After the procedure, it was discovered via angiogram that there was a right femoral dissection. Bypass surgery was conducted to treat the dissection. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. On an unknown date after the procedure, the patient was diagnosed with a av heart block. A pacemaker was implanted and the patient is reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of right femoral dissection after procedure and av heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determinedna.